Event description:
The user facility reported the tungsten jacket sheared off the nitinol core during a peripheral intervention, contralateral access procedure. The following information was provided by the user facility: (1) wire was outside the patient's body when tear in jacket was noticed; (2) all pieces remained intact, and were removed from the patient's body; and (3) the patient is reported in "good" condition.

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4). Visual inspection of the returned device found that the urethane layer had been separated from the core wire completely on the segment approximately 1122mm-1127mm from the distal end of the shaft, approximately 5mm in length. Magnifying inspection of the exposed core wire revealed that it had abrasions in two longitudinal lines on the surface. The two lines of abrasions were found not to be located opposite to each other. Around 1127mm from the distal end, the separated urethane layer was noted to have been turned and rolled back over the shaft in the proximal direction. The rolled portion of the urethane layer measured approximately 8mm which is longer than the length of the exposed core wire. The undamaged urethane layer near the rolled urethane layer was peeled off intentionally for purpose of checking the state of adhesion of the urethane outer layer to the core wire. No anomalies were revealed. Testing of undamaged sections of the returned sample confirmed that product performance specifications were met. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information and investigation result, it is likely that the actual sample was caught by a rigid object and got damaged. Subsequently when the device used concurrently with the actual sample was pulled back, the urethane layer of the actual sample started to get separated from the core wire and rolled back over the shaft. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Dev. Prod. Code: 1104 - labeled dev. Prod. Code: 1260 - labeled

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00123 to provide additional information regarding evaluation of the returned sample. As well as to correct the device product codes that were listed in the narrative section.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record and shipping record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).